Manufacturer narrative:
Follow-up #1: date of submission 02/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/02/2016 with the following findings: battery compartment crack at the threads above the bumper traveling along the left side of the bumper toward the case seal & at case seal below the bumper. Two cracks between case seal & keypad and the audio bolus button cover is missing. Evidence of moisture behind display lens. Leak test failed due to bolus button & battery compartment leak. Opened pump; evidence of moisture throughout pump internally. Unrelated to the complaint, the pump powered on with blank display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.